Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Environmental review: no environmental action was found for the clean room at the time period when this production order was processed. The iol acrylic process room is controlled to avoid possible transfer of contamination to classified area following the current gowning procedure and dress code policy. No deviation was reported when this lot was completed. Labeling review: the directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use, inspection and handling of the intraocular lenses. Based on the investigation results there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015, best estimate since the inflammation was reported about 1 month after the lens implantation date. The lens remains implanted to date. (B)(6). This report is being filed on an international device: tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced inflammation about 1 month post op on both eyes after the physician implanted an intraocular lens, model zcb00v, on each eye. The patient was prescribed antibiotic medicine by drip infusion, oral medicine, and clavit eye drops (antibiotic). For the right eye, the inflammation disappeared on (B)(6) 2015 with visual acuity: 1.0 diopter, (20/20). For the left eye, inflammation also disappeared on (B)(6) 2015 with visual acuity: 0.8 (20/25). The lens remains implanted. Since both eyes were affected, two separate mdrs will be filed. This one is for the left eye.